Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The rinse block on the secondary probe was leaking on the instrument. The volume was reported as less than 2 ml and the leak was not contained. The operator was wearing personal protective equipment of gloves, goggles and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter customer technical specialist (cts) instructed the customer to clean the fittings on the rinse block and run a cycle through the instrument and observe for leaks. The customer cleaned the fittings on the rinse block, reattached the rinse block to the probe and ran a cycle through the instrument and did not observe any active leaks resolving the leak reported. Evaluation of product labeling: coulter lh 500 hematology analyzer instructions for use (IFU), (B)(4): beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).